Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not detect the battery. There was also a maintenance required soon error message. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken, the top case was chipped in the front, and the right plunger case was cracked. Error code applicable to the reported event was not found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the battery worked good with no issues. Root cause of the reported event is indeterminable as there was no problem found. Replaced the force sensor and head mount for contamination. Replaced the clutch halves left and right with leadscrew spring, worm coupling gear, and motor mount as preventative measure as current parts were over six years old. Updated software to version v1.6.4, performed function and delivery tests. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 12/12/2016